Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("she expelled a portion of the essure") and device dislocation ("essure device had migrated") in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included ulcerative colitis. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). On (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.) And surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and device expulsion outcome was unknown and the device dislocation and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she expelled a portion of the essure") and the second episode of device expulsion ("essure device had migrated / expulsion of essure") in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included ulcerative colitis. Concomitant products included medroxyprogesterone (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). On (B)(6) 2015, the patient experienced the first episode of device expulsion ("expulsion of essure device"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced the second episode of device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.) And surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and mood swings outcome was unknown and the last episode of device expulsion and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain, vaginal haemorrhage, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: plaintiff went under tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Event mood swing was added. Event device dislocation was updated to device expulsion. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she expelled a portion of the essure") and device dislocation ("essure device had migrated") in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included ulcerative colitis. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). On (B)(6) 2015, the patient experienced device expulsion ("expulsion of essure device"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and device expulsion outcome was unknown and the device dislocation and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs+mr received, reporter added, lot number added, historical condition added, lab data added, event added as:- abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), expulsion of essure device,abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she expelled a portion of the essure') and device expulsion ('essure device had migrated / expulsion of essure') in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included ulcerative colitis. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menstrual disorder, depression, anxiety and mood swings outcome was unknown and the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff went under tubal ligation plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter information added. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('she expelled a portion of the essure/the specimen consists of 2 pieces of coiled metal and a metallic wire threaded') and device expulsion ('essure device had migrated / expulsion of essure/essure insert expulsion') in a 31-year-old female patient who had essure (batch no. C26970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included ulcerative colitis, anemia and blood transfusion. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding / abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and mood swings ("hormonal changes describe: mood swings"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menstrual disorder, depression, anxiety and mood swings outcome was unknown and the device expulsion, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device breakage, device expulsion, dysmenorrhoea, heavy menstrual bleeding, menstrual disorder, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff went under tubal ligation. Plaintiff received treatment for pain, bleeding, migration. The essure hysteroscopic implants were then placed bilaterally with 3 trailing coils on the right and 2 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: device expulsion, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: mr received. Reporter information, patient's medical history and rcc were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("she expelled a portion of the essure") and device dislocation ("essure device had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain") and menstrual disorder ("chronic menstruation issue"). In 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.) And surgery (on (B)(6) 2015, plaintiff underwent mini laparotomy and bilateral tubal ligation to remove essure.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.